Event description:
The device was used during a low anterior resection. It was reported by the affiliate that the patient was diabetic and anemic. Feb. 24th initial surgery performed. Feb. 25 reopened patient because of bleeding on the anterior part of anastomosis. Surgeon oversewed top half of the anastomosis. Feb. 28 patient seemed ok, was walking, one hour later, not ok. March 1, they reopened and discovered a hole in the bottom half of the anastomosis. Patient now has colostomy. The sales rep, has staplers and will be returning them for evaluation, he was not sure if the product codes are correct. Affiliate will verify product when they are received.

Manufacturer narrative:
Added additional info, device was not returned for evaluation.